Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
Information received from a health care professional indicated that there was a large dark circle "contaminate" on the dressing ribbon. This was noticed during a homecare instruction on how to perform the wound dressings. A photo provided with the complaint confirms the presence of a dark circle on the dressing.

Manufacturer narrative:
No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
The original equipment manufacturer (OEM) reviewed the batch records and all required specifications was met with no discrepancies noted in the batch record. A photo was evaluated and confirmed evidence of a black spot (foreign material) in the dressing. The foreign material could not be identified. A non-conformance was opened, and the investigation is in progress. This complaint will remain open until the investigation is completed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).